Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 5554 lead, implanted: (B)(6) 2009; 1084t-54 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for varying pacing impedance and short v-v intervals/noise on the right ventricular lead. A revision was planned. No patient complications have been reported as a result of this event.